Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of mitral regurgitation (mr), tissue damage, atrial perforation and pericardial effusion, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip could not be determined. The reported patient effects of tissue damage likely resulted in the increase in mr. The reported atrial perforation and pericardial effusion occurred as a result of the delivery catheter tip interacting with the atrium wall. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficulty to deploy, and post procedure, pericardial effusion, increased mitral regurgitation and leaflet/ chordal damage.it was reported that the initial procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation with a grade of 3-4. One clip was implanted without issue. During deployment of the second clip (B)(4), the actuator knob was turned 8 times; however, the clip did not release from the cds. The actuator knob and delivery catheter (dc) handle were retracted several times and the clip was finally able to be released, reducing the mr to 2. Post deployment, pericardial effusion was noted and pericardiocentesis was performed immediately during the procedure. It was suspected that after the clip was released, the dc tip touched the atrium wall, creating a small hole. On (B)(6) 2017, the patient developed severe mitral regurgitation. A leaflet tear and an anterior leaflet chord rupture was noted. In the cardiologists opinion, the leaflet tear and chordal rupture were possibly related to the difficulty releasing the second clip, causing the increased mr. A mini thoracotomy and mitral valve replacement surgery were performed for treatment. A suture repair was performed to repair the anterior leaflet chords. Post procedure, the patient is doing well and has been discharged from the hospital. No additional information was provided.